Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a closurefast catheter was being used along with an rfg3 using general anesthesia to treat the great saphenous vein (gsv). The device was prepped as per IFU. No guidewire was used for insertion of the catheter. Proper temperature was reached. Compression was used. It was reported that the coil was broken and ¿broken catheter¿ was displayed on the rfg3 during the procedure. The catheter stopped functioning while in use in the patient. The catheter was easily removed from the patient with no difficulty and no intervention was required. No part of the device detached or embolized in the patient but the catheter coil was unwound. The catheter was changed to a new one and 6 segments of the vein were treated successfully. No patient injuries were reported.

Manufacturer narrative:
Evaluation summary: the closurefast catheter was received for evaluation. The device was received in its shelf box and transportation tray. No ancillary devices, cine, images or procedure notes were returned for evaluation. The device was received with the distal tip detached and the coil winding stretched. The coil winding was stretched and the fep was damaged. The distal tip was not returned to medtronic for evaluation. If information is provided in the future, a supplemental report will be issued.